Manufacturer narrative:
(B)(4). Visual inspection found that the device had no damaged or missing parts. The investigation found the device to function normally and within specifications. The disengaged component was most likely from one of the other instruments being used during the procedure.

Event description:
The customer reported that during an esophagectomy/gastric tube procedure, the physician found a white plastic piece in the pt's cavity. The piece was removed from the cavity successfully. It could not be confirmed from which device the piece disengaged from during the surgery. Three other devices from ethicon (ligamax, ligaclip, endopath) were used during the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.